Event description:
A malfunction code labeled malf 1 was reported, but no notable events occurred before the issue. There was no reported impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, instructed the customer on storage mode for the malfunctioning pump, and advised them to return it within 10 days using a pre-paid label. The customer acknowledged the steps required for handling the replacement and return process.